Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device but was unable to reproduce the problem. The technician performed functionality tests and obtained measurement details. All operations performed well. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the cardioplegia side of the hcu30 will not go below 20°c the incident occurred during patient treatment but no harm was reported. (B)(4).